Manufacturer narrative:
A visual inspection and dimensional analysis were performed on the returned device. The reported unintended movement issue was unable to be confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported unintended movement issue appears to be related to operational context. The optical fiber of the catheter was noted to be broken during the returned device testing, which caused the reported unintended movement issue. In this case, it is likely that either the patient anatomical conditions or the use techniques employed caused the optical fiber break. The torn guidewire exit notch is consistent with the catheter being inserted onto a guidewire, and forceful removal from the guidewire, but is not related to the reported event or optical fiber break. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B3: date of event is estimated.

Event description:
Reportedly, the dragonfly imaging catheter was used during the procedure. However, during pullback, the catheter's lens was moving forward and backwards unintendedly. Therefore, the catheter was removed and it's unknown how the procedure was completed. There were no adverse patient effects and no clinically significant delay in the procedure. Returned goods lab noted the exit notch was torn 17 mm to 20 mm proximal to the distal tip. No additional information was provided.